Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacterial endocarditis. The organism was identified as staphylococcus aureus. It was also reported that vegetation was noted on the right atrial (ra) lead. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.